Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that part of the lens optic was torn off and missing and the remaining part of the lens optic was torn in half. There was clear surgical residue/debris on the product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to implant an aq2017v 3 piece silicone lens. The lens haptic caught in the injector prior to insertion into the eye. No patient contact or injury. The cause of the lens haptic getting caught in the injector was unk.